Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, drawer 2.2 displayed an error message indicating it was "not detected on the bus". The customer stated that this malfunction caused a delay while dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.2 was not detected on the bus. A field service engineer addressed power issues at the customer site by having the affected systems powered off and then turned back on. After that, the drawer was detected, and station was functioning properly. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.2 displayed an error message indicating it was not detected on the bus. The customer stated that this malfunction caused a delay while dispensing medications to the patient. There were no adverse events or injuries reported based on this event.